Event description:
It was reported the patient's ipg has been randomly turning on and off by itself. Troubleshooting and reprogramming to provide resolution was unsuccessful. An impedance check and x-rays showed no anomalies. As a result, the patient will undergo surgical intervention.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.